Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager operated properly. The field service engineer logged into the hardware test application and ran functionality tests; no issues were found. The fse tested the open/close functionality several times without triggering any errors. No adjustments were needed, and the refrigerator door closed properly. The fse proactively replaced the mini switches on the latch and rebooted the system to ensure reliability. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a remote manager was failed to open completely. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.